Event description:
It was reported that the insulin pump alarmed no delivery, which was resolved by a complete infusion set, reservoir and insulin change. The customer stated that he had had 2 defective reservoirs. He stated that after the no delivery alarm, he restarted the process 4 times and kept receiving the no delivery alarm. On the third incident, the customer only changed the infusion set. The blood glucose reading was about 150 mg/dl. The customer declined to return the infusion sets and reservoirs for analysis. He was able to resolve the no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.